Event description:
The hearing aid (h/a) dispenser reported that the user developed a blister in their outer ear from wearing the hearing aid caused by rubbing of the plastic hearing aid shell against the skin of the outer ear.